Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the device implant procedure, the rf telemetry of the device was not functioning properly. The implant procedure was completed using inductive telemetry and there were no patient consequences.